Manufacturer narrative:
Evaluation of the returned pod packing coil pusher assembly confirmed that the embolization coil was detached, and the pusher assembly was kinked. If the packing coil is advanced against resistance, damage such as a kink on the pusher assembly may occur. Further evaluation revealed that the pull wire was in its initial position inside the pusher assembly distal tip. If the device is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detachment. The detached embolization coil was not returned for evaluation. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation of the device revealed additional kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a pod packing coil (packing coil), and a ruby coil. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted one ruby coil into the target vessel using the lantern. While advancing the packing coil through the lantern, the physician experienced resistance and the packing coil stopped advancing. The physician removed the packing coil. After inspecting the packing coil, the physician attempted to advance the packing coil through the lantern again; however, resistance was still encountered. While advancing the packing coil against resistance, the physician kinked the pusher assembly of the packing coil. While retracting the packing coil, it unintentionally detached within the lantern. Therefore, the lantern containing the packing coil was removed. The physician then determined that the target vessel was sufficiently embolized and the procedure ended. There was no report of an adverse effect to the patient.